Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to the patient ((B)(6)). The initial setting pressure was 80mmh2o and doi is unknown. In 2015, the patient sometimes had headaches. On (B)(6) 2015, the patient visited the hospital due to a severe headache. When checking the setting pressure, the surgeon found that it had changed from 80mmh2o to 120mmh2o though there was no change by the programmer. The pressure could not be changed by the programmer and by using neodymium. Since the patency of the catheters were confirmed, only the valve was replaced on (B)(6) 2015. The patient¿s condition improved after the revision.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was 110mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted, no defects were noted. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water; no occlusion was noted. The valve was dried. The valve was leak tested, only leaked from the needle hole in the needle chamber. The valve was retested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3842, with lot cldb0m, conformed to the specifications when released to stock on the 9th april 2010. The root causes of the programming problem could be due to biological debris found on the on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.